Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 21.5 mmol/l and then 3.8 mmoll. The alarm was cleared during troubleshooting and rewind was completed. However, it was stated that the alarm recurred within a week of previous occurrence. The product product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with power error due to connector resistance issue. Insulin pump passed the displacement test, sleep current test and active current test. (B)(4).

Manufacturer narrative:
The device was received with pump error 25 due to j6 connector resistance issue. Device passed the displacement test, sleep current test and active current test.